Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown. Date implanted - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on an unknown date. Patient's legal counsel further reported patient allegations of pain, lack of mobility, metallosis and damage to bone/tissue. A review of the invoice history located an invoice for the patient that appears to be for a revision procedure performed on (B)(6) 2010. An invoice could not be located to confirm the initial surgery date and what was originally implanted in the patient. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.